Event description:
Complaint text indicates the customer ordered the following specimen barcode labels for specimens to be run on the axsym:#53 (valproic acid), #55 (hbsag). Specimens were set up in sample segment e with #53 in the 01 position and sample #55 in the 02 position. The customer noted that the axsym read the #53 barcode label in cup 01 as an hbsag test and ran the sample as such. The cusomer then set up the #53 sample in sample segment d. The label was read and tested corectly as the valproic acid assay. The customer states that the barcode contained no smudges or defects and was properly read as #53 many times after the initial incident. Other specimen labels were checked to verify the correct assay was indicated on the barcoded label and no other issues were noted. No impact to patient management was reported.